Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to flattened esc and act buttons dome switch. The insulin pump was unable to inspect keypad connector on lcd board due to pump. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 46 mg/dl at the time of admission. The customer reported feeling dizzy and was unable to get up from their blood glucose. The customer stated the cause of their low was unknown. Customer treated their blood glucose was juice. The customer also reported the act button was sticking on the insulin pump. Customer also reported the vibrate function was not functional. Customer stated the insulin pump failed a self-test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad connector was found fully locked. The insulin pump passed the displacement accuracy test.